Manufacturer narrative:
The procedure was completed successfully and no adverse consequence to the patient was reported. The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was broken/ fractured from the delivery wire, the main coil was extensively stretched and the suture was damaged due to the stretching. In additional the delivery wire was found kinked likely due to handling. Function evaluation was unable to be performed as the main coil was broken/ fractured from the delivery wire. Information available indicated that the device was confirmed to be in good condition prior to use. It is most likely that the main coil sustained damage during the clinical procedure due to some procedural factors contributing to the reported and observed damages. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during the procedure, the coil prematurely detached inside the microcatheter. The coil and the microcatheter were removed together as one unit. The procedure was completed successfully and no adverse consequence to the patient was reported.

Event description:
It was reported that during the procedure, the coil prematurely detached inside the microcatheter. The coil and the microcatheter were removed together as one unit. The procedure was completed successfully and no adverse consequence to the patient was reported.